Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 50's mg/dl. Customer went high and started out low and then went high and then it went low again and then this morning went real low. Customer replaced the battery and it took calibration and its working like normal. The blood glucose was 300 mg/dl. Customer had low and high blood glucose and customer also stated that, he was not able to calibrate during this time. Customer advised that, the blood glucose required were triggered because of his fluctuations so auto mode wanted to confirm how his blood glucose was doing. The customer declined troubleshooting for the high and low blood glucose. The device will not be returned for analysis.